Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report of defib fault 72 was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and power cycling without duplicating the report. The pace/defib engine board was replaced as a precaution. The customer's report of defib fault 76 was duplicated and the pace/defib engine was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.